Event description:
It was reported the wires on the elbow joint of the maryland bipolar forceps instrument were found frayed. It was not specified when the frayed wires were identified. There was no report of any fragment(s) falling into the patient. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.